Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The physician decided to explant the lead. The patient elected to have the system removed since they had not had any events since implant. The patient was in stable condition.